Event description:
It was reported that the customer dropped the pump on the floor. Subsequently, the pump touch screen was cracked and unresponsive. Blood glucose was 170 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.